Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, an alleged issue was verified and an alleged issue could not be verified; however, a different issue was identified. The information will be used for tracking and trending purposes.

Event description:
It was reported that the pump touch screen was cracked and unreadable. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.